Event description:
It was reported in the use of the sheath cannot be inserted normally along the guide wire in the puncture process, the customer response is the end of the guide wire has a metal expansion, the general solution is to use scissors to cut the end, but because the end of the metal site structure, often need to be cut several times to have a smoother cut can be fed into the sheath. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of complications of passing the microintroducer over the guidewire was confirmed; however, the root cause could not be determined. A section of guidewire that had been cut away was provided for investigation. The guidewire was kinked and breaks were noted in the core wire. Dislocations were observed in adjacent coils near the weld tip, which may have been the cause of the reported complications. It could not be determined how or when the guidewire was damaged. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported in the use of the sheath cannot be inserted normally along the guide wire in the puncture process, the customer response is the end of the guide wire has a metal expansion, the general solution is to use scissors to cut the end, but because the end of the metal site structure, often need to be cut several times to have a smoother cut can be fed into the sheath. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.